Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a knife was dull during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact the patient whose condition is reported as good. No additional information can be anticipated for this report.